Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. Based on the investigation performed, the technical root cause of the event was determined to be a vigilance device failure provoked by a momentary mis-connection of the foot pedal or, most likely, by an incorrect usage of the foot pedal. Not enough elements are provided to determine which was at the origin of the device shutdown. (B)(4).

Event description:
The field service engineer (fse) was assisting a case on (B)(6) 2019 during an seeg procedure. The team had already completed markerless registration and were on the 13 trajectory out of 16 trajectories. As the surgeon was backing the arm away to place the electrode through the anchor bolt, the robot had a communication failure and the robot had to be shut down. The patient was under anesthesia and the reboot took about 8 minutes. There was no medical intervention and the team proceeded with the rest of the procedure with no other delays because of the robot.